Manufacturer narrative:
It was reported that the polarstem inserter did not longer engage to screw down.the device, intended for use in treatment, was returned for investigation. Upon visual inspection, impact marks are visible on the superior surface of the knob. Furthermore, the transversal pin of the knob is broken and finally, deformation of the plastic part of the handle around the transversal pin holes are visible, which indicate the application of high axial forces on the instrument via the knob. The batch record review revealed no deviation from the standard manufacturing processes that may have caused the reported issue. A complaint history review detected no additional complaint for the batch in question. The visible damage confirms that the instrument was improperly used to impact a stem. It has to be noted that the stem inserter is intended to be used for the insertion of cemented stems, while the stem impactor (75023369) is to be used for impaction of uncemented stems. The stem inserter is not designed to withstand hammering impacts. Based on the performed investigation, the root cause of the reported event is attributed to an off-label use. The relevant surgical technique, 01217-en_v5 09/17, illustrates in details, how uncemented stems are implanted and which instrument should be used. No further actions will be initiated as a result of the present investigation. S+n will continue to monitor this device for similar issues. "The returned component will be..."

Event description:
It was reported that during post surgery inspection for a thr procedure, the polarstem stem inserter did not longer engage to screw down. The material of the product is twisted / bent. Here was no a delay, a s&n back up was available if needed. The patient outcome is fine. Investigation determined that the device is fractured.